Manufacturer narrative:
The device was not returned by the customer; therefore, no product analysis could be performed.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. This pacemaker remains in service. In addition, an alert for failed rv automatic threshold (rvat) was exhibited. This pacemaker remains in service. No adverse patient effects were reported.